Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that foreign materials such as lint and/or fibers from gauze clogged in nozzle. According to the inspection result, a/w nozzle was clogged with cotton-like foreign materials. According to the past similar case, event seemingly occurred because foreign materials such as gauze, a piece of parts from peripheral device clogged in nozzle due to inappropriate reprocessing after previous procedure. IFU states to use lint-free cloths, etc. To clean device during pre-cleaning and manual cleaning. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the reprocessing, there was an insufficient air/water. During the inspection, it was found that there were cotton like foreign materials in the nozzle. There was no report of patient injury associated with the event.